Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a that the fiber body was broken into two pieces. Microscope inspection found that fiber tip was good but also found burn marks on connector face of the fiber. The functional teste revealed that the aim beam light was dim. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement, hold the fiber tip to a nonreflective surface, and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available and analysis results, a conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation.

Event description:
It was reported that during a flexible ureteroscopy procedure, the fiber was connected, but there was no activation. The device displayed a message indicating that there was no fiber connected but the nurse did connect the fiber. The procedure was completed with another device without patient complications. The fiber was returned, and it was found in two pieces.

Event description:
It was reported that during a flexible ureteroscopy procedure, the fiber was connected, but there was no activation. The device displayed a message indicating that there was no fiber connected but the nurse did connect the fiber. The procedure was completed with another device without patient complications. The fiber was returned, and it was found in two pieces.